Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The log file contained approximately 6 days of data (on (B)(6) 2021 per the timestamp). The log file captured intermittent no external power and low voltage hazard alarms on (B)(6) 2021 from 15:02:57 to 16:35:05 due to temporary losses of power while connected to the mobile power unit (mpu). The longest instance of a loss of external power lasted for approximately 8 minutes. The system controller backup battery supplied power to the system without issue during all losses of external power. The alarms were resolved each time when power from the mpu was restored. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided stated the mpu is operational and has a v-lock connector on the ac power cord. It was communicated that the patient was in ambulance transport at the time of the alarms, and it is possible that the mpu was plugged into an outlet in the ambulance with intermittent loss of connection at the outlet; however, the account stated that the exact cause of the losses of external power is unknown. It was noted that the ambulance transport was not due to an issue related to the reported event. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. C) and heartmate 3 instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The mobile power unit, serial number: (B)(6), was shipped to the customer on 14nov2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-01253. On (B)(6) 2021, the patient was presenting altered mental status, hypotension, and refractory respiratory acidosis and lactic acidosis requiring bipap. The no external power alarms occurred while the patient was en route to the hospital from an acute rehab facility for hypoxic respiratory failure. The patient has a history of bacteremia and it was believed that the infection was the source of respiratory failure but a source has not been confirmed. The patient was put on vasopressors in the cardiac care unit and code status was do not resuscitate. It was reported that upon arrival to the hospital on (B)(6) 2021 the patient had a no external power alarm on interrogation that was stamped around 15:03 and appeared to last until 16:30. Log file analysis revealed 5 no external power alarms on (B)(6) 2021 with the longest alarm lasting 8 minutes. All alarms occurred while attached to the mobile power unit. There were no other unusual events seen in the log file.